Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked/no delivery alarm noted. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Insulin pump had no delivery alarm. There was no clear plastic ring on the top of the reservoir. Customer reported that the retainer ring was damaged and the reservoir was able to lock in place. Customer declined the troubleshooting. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.